Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the activation button on the device was stuck inside the handle body. The reported condition was confirmed. The manufacturing engineer was notified and confirmed that the product did not meet specifications. Examination of the device revealed that there were no manufacturing related causes for this event. The portion of the switch mechanism appears complete and correct with no anomalies; however, the purple button does not return and the device self-keys. When the purple button and return spring were removed the off-the-shelf button assembly would return intermittently. It appears that something within the commercially available off-the-shelf (cots) switch that is soldered to the circuit board is not working properly and can stick intermittently preventing self-return. A specific root cause for the cots switch button not returning or depressing properly could not be determined. The device was activated during the surgical procedure prior to the button not returning. No formal investigation is required for this non-conformity. This non-conformance will be monitored. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, sealing button constantly got stuck in the down position and did not pop back up. Another lf1937 was used and it worked fine. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, sealing button constantly got stuck in the down position and did not pop back up.